Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused; the bottle was half empty. This was observed after two (2) days of patient infusion. The device was filled with 4200mg fluorouracil. The peripherally inserted central catheter (PICC) line flushed with good blood return and no kinks were noted. The device was reconnected to the PICC line and emptied the following day. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 07, 2022 - march 08, 2022. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.